Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Cracked reservoir tube lip, loose/protruded drive support disk, cracked lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that the drive support cap was sticking out a little bit and she pushed it back in, there was damage on the screen. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.